Manufacturer narrative:
Lot history record review: the reported lot# was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The sub assembly lot history records were reviewed for any abnormalities that may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for eval and the following was observed: returned for eval were 12 sterile balloon catheters, 1 opened package without a catheter in it, and a self seal pouch with a used balloon in it, labeled 'balloon would not deflate in 2007'. The catheter in the balloon area is very wavy. The working area is only 3cm and specification is 4 cm. The puncture hole was observed on the balloon. There is a .2cm stretched section 9.4cm from the tip of the balloon. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned complaint sample. During the visual inspection of the returned sample a .2cm stretched section was found on the catheter shaft, 9.4cm from the distal tip. Possible causes of this type of complaint are the method of removal of the protective sleeve and packaging mandrel or the flare of the protective sleeve. Prior to release, the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. If the stretched section occurred during the mfg process, it would have been detected during deflation during this inspection. Instructions for use state the following to help prevent stretching from happening: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased, but the severity of this event is not greater than usual.

Event description:
Balloon entered sheath and was inflated when taking the balloon out. The balloon did not deflate and the balloon had to be punctured.